Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device displayed error message code "error 51" on the monitor screen and the screen blanked out. The complainant indicated that there was no pt involvement in the reported failure.